Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead exhibited rv noise with respiration, oversensing, pacing inhibition, and loss of capture. In addition, high out-of-range pace impedance measurements greater than 2,000 ohms were observed. It was noted that the patient had been symptomatic. Subsequently, a revision procedure was performed in which the crt-p and the rv lead were explanted and replaced. Rv lead perforation was suspected. No additional adverse patient effects were reported. The product was returned for analysis.